Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux a misidentification for a clostridium septicum (atcc 12464) quality control strain in association with the vitek® 2 anc test kit. An internal biomérieux investigation was performed. On vitek® 2 (v7.01), tests were performed from subcultures on cba under anaerobic atmosphere condition as recommended. Two lots of anc card were tested twice (lot 2440028203 and lot 2440320203), each with the customer's strain and again with the internal reference strain. All biochemical tests were in conformance with the internal reference strain. False positive reactions were duplicated with the customer's strain : dmne, dglu, dmal and nag tests obtained positive instead of negative twice (one on lot 2440028203 and one on lot 2440320203). False negative reactions were not duplicated in-house whatever the strain and the lot tested : bgali, bdfuc and ops obtained negative instead of positive at the customer site. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. Qc testing was in conformance with the expected qc results in-house. Anc cards performed as intended for the internal qc strain.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification for a clostridium septicum (atcc 12464) quality control strain in association with the vitek® 2 anc test kit (lot 2440100103). On (B)(6) 2017, initial testing with the anc card gave a result of low discrimination c. Septicum. On (B)(6) 2017 repeat test results were lactobacillus gasseri and unidentified organism. The customer reported using cos media for the subculture and testing at 24 hours. There was no patient involvement as this event involved a quality control sample. A biomérieux internal investigation will be initiated.